Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient informed her at her recent, routine neurostimulator (ins) replacement that a prior ins and system had been explanted due to infection. The rep had no further information regarding the prior device as she was not yet with the company. Additional information was received from the patient on (B)(6) 2018. The patient reported that she had a staph infection, 104 fever and she almost died. The patient reported that 2.5 weeks after implant, she got a staph infection. The patient reported that the ins was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient's device was explanted due to infection. The date of explant was unknown at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.